Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9308898. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 physical sample and 2 picture samples were received for evaluation by our quality team. Through examination of the sample a visual inspection was completed. The barrel label has the bar-code printing shifted towards the edge of the barrel label. The bar-code is complete and can be scanned. The picture sample shows two syringes, one with the bar-code printing centered and the other one is the sample received. The cause for this defect could have been caused by the label being moved from the center and the bar-code printing got shifted. The vision system was able to read it and it was accepted and packaged. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that an unspecified number of syringe 3ml citrate 4% fill (B)(4) experienced missing label information prior to use. The following information was provided by the initial reporter: material no. 303270 batch no. 9308898. Some of the barcodes are cut off and not scannable. Staff can't scan so have to manually input info into their med prep software.